Event description:
I had hernia mesh implanted, it has always caused discomfort when bending over. Now I am in near constant pain. I have increased pain when I bend or twist. It feels like a corner of the mesh is cutting into me.